Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Notified by employee of (B)(6) via text message that a pcs-17 probe frosted during treatment. No patient injury was reported and case was completed as usual.